Event description:
The pump was programmed in the operating room after a catheter revision (see manufacturer's report#: 2182207200902696). The pt returned to the clinic 3 days later and reported a return of symptoms and increased pain. The pump alarm was sounding. The pump was interrogated and it was confirmed that a critical alarm was occurring. It was noted that within 1 minute of programming the pump in the operating room after the catheter revision, the pump reset and went into safe state. The pump was reprogrammed. Shortly after reprogramming the pump out of safe state, the critical alarm sounded again indicating another reset. The pt was admitted to the hospital; the treatment received at the hospital was unknown. The pt's husband thought the pt acted like she was going through withdrawal. The pt was discharged the next day. The pump was later replaced. The device system was used to deliver sufentanyl and clonidine. Additional information has been requested, a f/u will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.